Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted and replaced with a non-bsc device. No further information was available.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device reported that the device was not pacing as a result of the counters not being reset. The patients' physician was aware of this and the patient was contemplating to have the device explanted. The patient reported that a year after implant, he continued to pass out. No further information was available.